Manufacturer narrative:
An event regarding infection involving an x3 ps triathlon insert was reported. The event was not confirmed. Method and results: the returned insert shows damage consistent with in vivo use and subsequent removal of the insert from the baseplate, but is otherwise unremarkable. Medical records were not received for review. Device history review indicated all devices accepted into final stock met specifications. Complaint history review indicates there have been no other events for the lot or sterile lot referenced. Conclusions: the returned device is unremarkable other than evidence of in vivo use and explantation damage. The exact root cause of the event could not be determined due to insufficient provision of information. Further information such as x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's left knee was revised due to infection. A antibiotic spacer was implanted.

Event description:
The patient's left knee was revised due to infection. A antibiotic spacer was implanted.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon ps fem comp #7l-cem; cat# 5515-f-701; lot# ed3td. Triathlon symmetric x3 patella; cat# 5550-g-339; lot# a1pk. Tri ts baseplate size 8; cat# 5521-b-800; lot# hmdn. Tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# m9e35d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. When completed, the investigation results will be submitted in a supplemental report.